Event description:
The customer reported the ventilator shutdown during patient transport. The customer reported the device was in use and there was no patient harm. The manufacturer's field service engineer was unable to duplicate the reported problem. Review of the device diagnostic history noted a battery failure occurrence that would allow the device to continue to ventilate during normal ventilation operation but would not charge the battery. During evaluation, the service engineer reported the unit was operating on battery. The service engineer replaced the power management board and battery to address the reported problem. Applicable final testing was completed and passed per operating specifications.

Manufacturer narrative:
Date received by MFR date: 07/09/2014. Conclusion / root cause: the power management (pm) printed circuit board assembly (pcba) was tested and no failures were identified. The battery failed error code could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).